Event description:
On (B)(6) 2008, the pt underwent the surgery with using locking plate. On (B)(6) 2009, the surgeon found that the plate was broken. However, the bone was already healed, so there is no injury or intervention required due to this event. The surgeon is not planning to remove the plate.

Manufacturer narrative:
The root cause could not be determined. According to previous complaints, plates were broken in fatigue mode. Indications for material or mfg related problems were not found in this investigation. No indication was found for any device related event.